Event description:
It was reported that the patient fell and dislodged her tibial insert. The surgeon performed a revision surgery to replace the insert.

Manufacturer narrative:
The tibial insert was not returned to the manufacturer; consequently no evaluation could be performed. A revision surgery was performed in 2005 to replace the tibial insert, but the surgery was not reported to the manufacturer until june 2006. Any new information that is received on this incident or patient condition will be submitted in a follow-up report.